Event description:
When removing a cast from a patient using the cast saw available to our department, the therapist stopped several times to allow the cast blade to cool off. She rested her finger on the blade until it was a comfortable temperature, then proceeded. The patient told her the blade felt warm and hurt a little, so she stopped to cool it off again (this had been 3 cuts after pausing to let it cool the previous time). When washing her feet afterwards they noticed there was a small slightly red, slightly shiny mark (8 mm long) on the patient's medial first met head on her right foot.